Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. 180314-000668 180314-000734 180314-000749 180314-001113 180314-001163 180314-001198 180314-001207 180314-001221 180314-001228 180314-001242 180314-001255 180314-001266 180314-001276 180314-001292 180314-001307 180314-001317 180314-001335 180314-001348 180314-001365 180314-001389 180314-001398 180314-001413 180314-001426 180314-001448 180314-001459 180314-001483 180314-001492 180314-001504 180314-001512 180314-001518 180314-001526 180314-001539 180314-001557 180314-001563 180314-001570 180314-001577 180314-001588 180316-000232 180316-000108

Event description:
It was determined that loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined